Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended further testing to evaluate this lead's position. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended further testing to evaluate this lead's position. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that the lv lead exhibited loss of capture (loc) as well. A lead revision was performed and this lead was capped and surgically abandoned. Shortly after the implant procedure, the patient experienced diaphragmatic stimulation and upon a device check, out of range impedance measurements were noted again. During a follow up the next morning, the field representative noted a safety switch had occurred and noise as well as high capture thresholds were also observed. Ts was consulted and noted the power consumption of this device has been increasing shortly after implant. A request was made to have data from this device analyzed. Data analysis confirmed a malfunction of the lv pace channel. These lead results in tandem with abnormally high power consumption is consistent with a malfunction of the analog ic within the device. Device replacement was recommended. The field representative stated this will be discussed with the following physician. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended further testing to evaluate this lead's position. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that the lv lead exhibited loss of capture (loc) as well. A lead revision was performed, and this lead was capped and surgically abandoned. Shortly after the procedure, the patient experienced diaphragmatic stimulation and upon a device check, out of range impedance measurements were noted again. During a follow up the next morning, the field representative noted a safety switch had occurred and noise was also observed. Ts was consulted and noted the power consumption of this device has been increasing shortly after implant. A request was made to have data from this device analyzed. Data analysis confirmed a malfunction of the lv pace channel. These lead results in tandem with abnormally high power consumption is consistent with a malfunction of the analog ic within the device. Device replacement was recommended. The field representative stated this will be discussed with the following physician. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No additional adverse patient effects were reported.